Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review could not be performed as the device details are unknown. Complaint history review could not be performed as the device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device operative reports, x-rays, patient history, progress notes is needed to fully investigate the event.

Event description:
During a clinical study site monitoring visit performed by (B)(6) associate, she was made aware by the research team that a patient underwent a revision surgery of their acetabular cup due to loosening and super anterior cavity defect. The cup was originally implanted on (B)(6) 1999. The revision procedure was performed on (B)(6) 2014. The patient is a subject in the exeter primary outcomes study (patient ID (B)(6)). The (B)(6) associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, the (B)(6) associate does not expect that any additional information will be available.

Event description:
During a clinical study site monitoring visit performed by clinical research associate, she was made aware by the research team that a patient underwent a revision surgery of their acetabular cup due to loosening and super anterior cavity defect. The cup was originally implanted on (B)(6) 1999. The revision procedure was performed on (B)(6) 2014. The patient is a subject in the exeter primary outcomes study (B)(4). The clinical research associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, the clinical research associate does not expect that any additional information will be available.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown acetabular cup. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.